Event description:
It was reported that customer experienced cartridge alarm 20 and had repeated cartridge alarms with consecutive cartridges on pump, which was no longer under warranty. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, agreed to provide insurance information, and technical support arranged for pump replacement and created follow-up for further assistance.